Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until they underwent pump exchange on (B)(6) 2021 (refer to MFR# 2916596-2021-02768). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20sep2016. The heartmate ii lvas IFU is currently available. Section 1 entitled ¿introduction¿ lists peripheral thromboembolic events, bleeding and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's admissions for anemia/bleeding are referenced in MFR numbers 2916596-2021-03013, 2916596-2021-03023, 2916596-2021-03025, 2916596-2021-03026, 2916596-2021-03027, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03035, 2916596-2021-03036. The patient's prior admissions for thrombus/ischemia are referenced in MFR numbers : 2916596-2021-03016, 2916596-2021-030, 2916596-2021-02768.

Event description:
It was reported that the patient was admitted (B)(6) 2017 for elevated lactate dehydrogenase (ldh), pump thrombosis, and left groin hematoma. Tissue plasminogen activator (tpa) treatment was administered. The elevated ldh was determined to be related to left lower extremity (lle) thrombosis consistent with acute limb ischemia. Vascular surgery was performed angio and stent of left superficial femoral artery (sfa) with resulting downward trend in ldh. The anticoagulation therapy for thrombus led to gastrointestinal bleeding/anemia on (B)(6) 2017. Esophagogastroduodenoscopy (egd) showed esophagitis and gastropathy. Hemoglobin count was 5 on admission. Nuclear medical scan on (B)(6) 2017 showed low grade bleeding in small bowel and on (B)(6) ex lap small bowel resection was done. Small bowel enteroscopy showed a single angiodysplastic lesion in the ileum.